Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer was swerving while driving and pulled over and was unable to verbalize location due to bg level. Customer consumed carbohydrates in an attempt to address bg. Additionally, the customer's spouse arrived and provided soda to further address bg. Suspected cause was due to the customer¿s settings requiring adjustments.